Manufacturer narrative:
Date rec'd by MFR : 12jun2019, date of report : 29jul2019. The manufacturer¿s international service technician could not confirm the reported phenomenon. The manufacturer¿s international service technician replaced the touchscreen for the prevention of recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed no parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Touchscreen issue. There was no patient involvement.